Manufacturer narrative:
(B)(4).

Event description:
It was reported by a surgeon that after a full elective revision for an m106 a vns patient experienced bilateral vocal cord paralysis. It was provided that the patient had to have a trach tube implanted. The company representative was present at the surgery and said that "everything went very smoothly" and impedance was within normal limits during or diagnostics. At the end of the surgery, the patient was programmed back to the settings that he had on his previous device based on referring neurologist's request. Additional relevant information has not been received to-date.